Event description:
It was reported that the patient experienced an increase in pain and a dye study was scheduled. The hcp was unable to withdraw csf from the side port; no dye was injected. The hcp was unable to visualize the catheter going into the spine; it appeared to stop at the spine insertion site. The hcp planned to replace the catheter. The pump contained hydromorphone 15 mg/dl.

Manufacturer narrative:
Results: used for the catheter.